Manufacturer narrative:
Concomitant medical products: n118 crt-d implanted (B)(6) 2010; 5071-35 lead implanted (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial left ventricular (lv) lead fractured. The lead was capped and replaced with a transvenous lead. No patient complications have been reported as a result of this event.